Event description:
It was initially reported by the customer that while the device was apart for repair, when the battery was attached to the device for testing, the device began to smoke. Upon initial eval by physio-control, it was observed that the device would fail its self test upon boot-up and also was not able to detect a connection to the therapy cable assembly. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and replaced the therapy pcb assembly. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the device and determined that the cause of the reported failure was due to a shorted transistor, designator q6, from the therapy pcb assembly.